Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sinus bradycardia due to the particular programming chosen for the cardiac resynchronization therapy defibrillator (crt-d).  Reprogramming was done, and the device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.